Event description:
The reporter indicated that the device was received with the set screw on the atrial side tightened so that the lead could not be inserted into the pacer. When the screw was loosened they were able to get the lead into the header.